Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being admitted in the emergency room for low blood glucose. The blood glucose reading was 178 mg/dl. The customer stated that the insulin pump was squirting insulin out. No further info was provided.